Event description:
Information received indicating that cadd solis vip pump gave error 46510. No adverse effects reported.

Manufacturer narrative:
Other, other text: b1,b3,h6: additional information received. Event date was provided, as well no patient involvement and no medical intervention required.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was received for investigation due to a reported error message. The device was received with a bubble on the dso sensor seal. A device history review was performed subsequently to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A power on self test was used to investigate the reported issue and the problem was confirmed. The issue was due to the main board not operating as intended so the main board was replaced. It is unknown if device then passed functional test.